Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the guidewire was slightly bent. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was scrapped off approximately 52.0 cm to 86.0 cm from its proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The information provided by the complainant indicated that a torque device was not used. Review and analysis of available information fails to identify a definitive cause of the reported event.

Event description:
It was reported that while advancing the guidewire (subject device) through the microcatheter, the guidewire coating had "bunched up" at the microcatheter hub. There were no clinical consequences to the patient.

Event description:
It was reported that while advancing the guidewire (subject device) through the microcatheter, the guidewire coating had "bunched up" at the microcatheter hub. There were no clinical consequences to the patient.

Manufacturer narrative:
(B)(4). The subject device is not available.